Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. Performed share log review and observed transmitter pairing failure error in the log. The reported event of pairing failed was confirmed. The root cause was determined to be a failed transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/21/2017, that on (B)(6) 2017, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth pairing failure was confirmed via data, also the data evaluation confirmed a transmitter failure. The root cause could not be determined. The reported issue of pairing failure is reportable based on the finding of loss of a transmitter failure. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.